Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, a curved opening on radius, white biological tissue on the shell, and flat creases. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product" and rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.